Event description:
User reported various issues relating to inability to adequately set or maintain a vacuum. We consider suction problems to be reportable. There was no patient harm in any of these cases.

Manufacturer narrative:
During investigation, it was found that: the fault was unable to be reproduced for this device (serial number: (B)(6), service call: (B)(4)). There was no problem able to be detected during testing. The fault was determined to be due to a component fault (serial number: (B)(6), service call: (B)(4)). This was concluded to be due to component failure. The fault was confirmed (serial number: (B)(6), service call: (B)(4)) to be a component fault. This was concluded to be due to component failure. The fault was confirmed (serial number: (B)(6), service call: (B)(4)) to be a component fault. This was concluded to be due to component failure. The fault was confirmed (serial number: (B)(6), service call: (B)(4)) to be a component fault. This was concluded to be due to component failure. The fault was confirmed (serial number: (B)(6), service call: (B)(4)) to be a component fault. This was concluded to be due to component failure. The fault was unable to be reproduced for this device (serial number: (B)(6), service call: (B)(4)). This was concluded to be due to the user. The fault was unable to be reproduced for this device (serial number: (B)(6), service call: (B)(4)). This was concluded to be due to the user. The fault was unable to be reproduced for this device (serial number: (B)(6), service call: (B)(4)). There was no problem able to be detected during testing. The fault was confirmed (serial number: (B)(6), service call: (B)(4)) to be a component fault. This was concluded to be due to component failure. The fault was unable to be reproduced for this device (serial number: (B)(6), service call: (B)(4)). There was no problem able to be detected during testing. The fault was confirmed (serial number: (B)(6), service call: (B)(4)) to be a component fault. This was concluded to be due to component failure. The fault was confirmed (serial number: (B)(6), service call: (B)(4)) to be a component fault. This was concluded to be due to component failure. The fault was confirmed (serial number: (B)(6), service call: (B)(4)) to be a component fault. This was concluded to be due to component failure.